Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on february 09, 2017: port placed on (B)(6) 2016 for blood draws and chemotherapy. (B)(6) 2016, when receiving chemotherapy, the patient experienced pain, under imaging, it was noted the catheter had detached and migrated inside of the patient. It was reported the catheter had not migrated out of the right ventricle. The port and fractured catheter were removed. A new of the same device was implanted in a future procedure. It was reported the patient was stable post event. It was reported defective device is available for return to the manufacturer for a device evaluation.